Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by tandem technical support that a replacement pump would be sent with updated software, and training access would be provided. The customer confirmed understanding and agreed to return the malfunctioning pump using the provided instructions and pre-paid label.